Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia after changing an insulin cartridge and infusion set on the ilet, with glucose reportedly over 400 mg/dl for several hours; the user suspected possible infusion or cartridge issues, declined immediate replacement, and later received assistance to change supplies and resume insulin delivery without issues. Symptoms included hyperglycemia without acute clinical effects. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy during the event, though the user considered reverting to injections. Investigation included customer support review and guided supply change with continued monitoring. Investigation of this case revealed an unclear cause of hyperglycemia with no device alerts or alarms and no confirmed hardware malfunction identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was unclear and additional user training was warranted. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.